Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the v60 was not passing the performance verification test. The device was not in clinical use at the time of the malfunction, and no patient or user was harmed.

Manufacturer narrative:
Date received by manufacturer: 14jun2019. Date of report: 09oct2019. The customer reported that the unit passed performance tests after using instructions from the service manual to correct the setup. They did not have the circuit plugged correctly. No device malfunction was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the v60 was not passing the performance verification test. The device was not in clinical use at the time of the malfunction, and no patient or user was harmed.